Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the patient was hospitalized due to an incident of high blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor was reading 100 points higher than the hospitals monitor. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The reporter will send back the pump and the monitor for system evaluation.